Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose due to losing serter and was not able to insert infusion set. Customer's blood glucose was 265 mg/dl and was 475 mg/dl at the time of call. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer was vomiting. Customer reported that drive support cap appeared normal. Customer declined troubleshooting.